Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 03/30/2015- litigation papers received. Litigation papers allege pain, discomfort, malaise, swelling, bone and tissue damage, and excessive metal ion levels. The doi and side were identified. The existing MDR decision has been reversed and the stem has been reported. The complaint was updated on: 04/07/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. (B)(4).

Event description:
Update rec'd 05/04/2015 - plaintiff preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 05/27/15.

Event description:
Asr revision reported via sales rep, asr xl, unknown hip side. Reason for revision - surgeon wanted to revise this patient. I don't know anything whether she was complaining of pain, what any blood / metal ions levels were, etc. The surgeon said the sizes were a 56 cup, 49 head and the +5 sleeve. The stem was a summit cemented stem and was still well fixed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.   Depuy synthes has been informed that the catalog number and lot number is not available.